Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at 20:01:46 on (B)(6) 2024. At 10:32:11, an arrhythmia was detected. ECG shows vf with CPR/motion artifact/electrode lead fall off. At 10:32:11, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with motion artifact and electrode lead fall off. Post shock rhythm was CPR/intermittent cardiac activity. At 10:36:08, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vt @ 220 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm with CPR/motion artifact/electrode lead fall off. Vf/vt was seen from 10:29:05 to 10:36:07 on (B)(6) 2024. CPR/motion artifact/electrode lead fall off prevented the lifevest from treating the patient during these two times the electrode belt was disconnected at 12:01:20 on (B)(6) 2024.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at 20:01:46 on (B)(6) 2024. At 10:32:11, an arrhythmia was detected. ECG shows vf with CPR/motion artifact/electrode lead fall off. At 10:32:11, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with motion artifact and electrode lead fall off. Post shock rhythm was CPR/intermittent cardiac activity. At 10:36:08, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vt at 220 bpm. Post shock rhythm was sinus bradycardia at 20 bpm with CPR/motion artifact/electrode lead fall off. Vf/vt was seen from 10:29:05 to 10:36:07 on (B)(6) 2024. CPR/motion artifact/electrode lead fall off prevented the lifevest from treating the patient during these two times. The electrode belt was disconnected at 12:01:20 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. There is no indication the strained cable caused or contributed to the patient death as the system was able to detect vt/vf rhythm on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.